Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the service repair technician identified foreign material, specifically white particles, in both the air/water cylinder and the air/water tube. No patient involvement was reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. The investigation did not identify a root cause or probable reason for the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.